Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient was noted to have trace diffuse lamellar keratitis (dlk) one day post lasik. The previously prescribed topical steroid eye drops were increased. Additional information provided states that the patient's symptoms have resolved and has discontinued the topical steroid eye drop.